Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we found none regarding the lot number: 9610631. A similar case study was performed based on folysil product, defect leakage due to hole/cut over last four year, 35 similar cases were found. Documentary investigation was performed and revealed no issue mentioned during production. Further information has been requested but has not been responded to at this time. According to the informations known quality database was checked and revealed no anomaly recorded to this kind of issue. A rmf evaluation was done based on criq247 - risk identified 11549 (hazardous situation: other leaks). The evaluation has showed that risks are adequately controlled and reduced as far as possible in the state of art level. Based on this, we can conclude that residual risks are adequately controlled and reduced as far as possible, and the residual risks associated with the use of the product are acceptable when weighed against the benefits to the patient/user. It is concluded that the risks identified are still acceptable and considered as safe.

Event description:
According to the available information after inserting a urinary catheter into a 2-year-old child in palliative care, the nurse noticed that the catheter is leaking and has a hole in it. The catheter was removed and replaced.

Manufacturer narrative:
After receiving this complaint, we searched for other complaints and we didn't find other complaint regarding the lot number 9610631. The investigation is not yet complete, a follow up report will be submitted on completion of the investigation.

Event description:
According to the available information after inserting a urinary catheter into a 2-year-old child in palliative care, the nurse noticed that the catheter is leaking and has a hole in it. The catheter was removed and replaced.